Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the connection to the photo switch or motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an alarm an error 1870 as noted by the patient. Per the reporter, the patient was instructed to insert new batteries and the pump was able to be started. The patient was not affected; no adverse patient effects were reported by the customer. The device was not to be returned to the manufacturer.